Event description:
The patient's lead and generator were replaced. No further relevant information has been received to date.

Event description:
The patient recently had generator replacement and system diagnostics were normal on that date and 2 weeks later. Then the patient had a series of falls with possible head/neck trauma, and the patient reported increased seizure activity and the magnet is not working. The patient's device was checked and low impedance (<600 ohms) was seen. It was noted that x-rays did not show any overt fractures or displacements. X-rays have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.